Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch. Noise and oversensing was observed however, there was no pacing inhibition. Technical services (ts) noted the patients intrinsic rhythm was coming through. Ts discussed options. The lead remains in service. No adverse patient effects were reported.